Manufacturer narrative:
This report is being filed to provide additional information. Further investigation of the event reported by the customer has determined that duplicate information was provided to terumo bct. The information provided in the initial report for this event has been determined to be information that was also reported in MDR # 1722028-2017-00420. No event occurred for this report, therefore, there is no further information to provide. Please see 1722028-2017-00420 for investigation of that event.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the signals in the rdf indicated that saline was being pumped into the system. The complaint description also noted that the saline was dripping and the saline bag volume was low despite the inlet saline line roller clamp being closed. The customer stated that the operator did not follow the instructions the machine gives when clamping and opening the clamps. It is possible that the operator left the return saline line open and this was likely the cause for the multiple ¿return saline line was not closed¿ alarms occurred and would also give an explanation as to why the saline continued to drip. Again, this may have been caused by a saline roller clamp not being closed all the way or a defective roller clamp, however, this time it may have been the return roller clamp, not the inlet roller clamp that caused the issues. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that at the beginning of a mononuclear cell (mnc) collection procedure, the operator inadvertently did not follow the instructions to open the clamps as prompted from the spectra optia display screen and pressed ¿continue¿. Per the customer, the saline continued to drip even though the saline clamp was fully closed. The operator stopped the procedure and the patient was disconnected without rinseback. A new mnc disposable set was set up on a different machine and the procedure was successfully completed. Patient identifier and age are not available at this time. Patient gender and weight were obtained from the run data file (rdf). The mnc collection set is not available for return because it was discarded by the customer.